Event description:
The pk papyrus us covered stent system was chosen for the treatment of a pseudoaneurysm in the cavernous segment of the right internal carotid artery. A synchro wire was advanced through a tower of power guide catheter arrangement with a 6f shuttle and a 0.058 intracranial support catheter within the shuttle. With the guide catheters in the internal carotid artery and the exchange length wire in the middle cerebral artery, it was attempted to place the pk papyrus us 3.5/15, but this was unable to navigate into position.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that, according to the IFU, the pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter.